Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had no flow or inlet pressure. It was stated that the circulation pump was bad, and the system hours were 3917. They recommended for 2000-hour preventive maintenance. Per sample evaluation results on 13oct2023, it was reported that the right drain valve was not draining and test mixing pump was installed to cool. The device went through the pm program.

Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable as the root cause of the reported event was confirmed as failed drain valve. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had no flow or inlet pressure. It was stated that the circulation pump was bad, and the system hours were 3917. They recommended for 2000-hour preventive maintenance. Per sample evaluation results on 13oct2023, it was reported that the right drain valve was not draining and test mixing pump was installed to cool. The device went through the pm program.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device had no flow or inlet pressure. It was stated that the circulation pump was bad, and the system hours were 3917. They recommended for 2000-hour preventive maintenance. Per sample evaluation results on 13oct2023, it was reported that the right drain valve was not draining and test mixing pump was installed to cool. The device went through the pm program.